Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green reload used during this reported event for failure analysis investigations. A tool table review for the procedure showed the sureform 60 stapler instrument fired 3 reloads (1 white, 1 black, 1 blue, the order cannot be confirmed). There was an error in the logs pertaining to instrument sensors not being fully detected on the universal surgical manipulator 2, shortly after the start of the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the stapler identified the reload incorrectly. The surgeon was using a sureform 60 stapler instrument with a green reload. The stapler passed the engagement recognition however, the green reload was identified as a black reload. This was not noticed until after the firing sequence had begun. The staple line was complete, no gaps or holes occurred, no malformed staples were produced. There was some minimal bleeding that was produced from the staple line, and the surgeon reinforced the staple line with additional suture. Tisseel homeostatic agent was also utilized on the staple line but is reported to be a standard product of use with most gastric sleeve procedures. No errors were produced while the firing sequence was initiated. A leak test was not performed. No buttress material was used. The procedure was completed robotically. The patient is recovering as expected.